Event description:
The customer reported a malfunction with the pump, specifically indicated by malfault code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.